Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. Motor was tested outside the device and passed.

Event description:
The customer reported experiencing high blood glucose of 300 up to 600mg/dl in the past month. The customer experienced thirst and nausea. Troubleshooting was performed and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to perform the high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.